Manufacturer narrative:
Inspected one opened/used enlite sensor and performed continuity resistance test and passed per specifications. Also, performed bicarbonate buffer test and sensor failed with low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of his wife having issues with the sensor. Customer's husband states that the sensor was saying predict low and going into threshold. Customer states the blood glucose at the time was 538mg/dl. Customer was run through troubleshoot for sensor. The sensor will be returned and replaced.